Event description:
It was reported that due to right knee inflammation the patient has been given medications such as vicodin and prednisone.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical evaluation noted no clinical information has been provided for inclusion in this investigation. The patient currently remains in the study. No further clinical/medical assessment is warranted at this time. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Our investigation included a review of the manufacturing records for the listed batches which did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.